Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2010, product type lead; product ID 7496, serial# (B)(4), product type extension; product ID 74001, lot# n249538, implanted: (B)(6) 2010, product type adapter. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was removed, but the leads and extensions were left. The reporter could not remember the details surrounding the "issue". No further information was reported. If additional information becomes available a follow-up report will be submitted.